Event description:
It was reported the handpiece was giving an error 4 overtemperature error in the middle of a case. The handpiece was swapped with another handpiece and the case was completed with no patient consequence.

Manufacturer narrative:
Date sent: 10/3/2007. Information anticipated, but unavailable at this time.